Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead was showing high impedance in unipolar. It was also reported that the capture was "slightly elevated". The lead remains in use. No patient complications have been reported as a result of this event.